Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a total of 10 unopened pen needles. The teardrop labels state that all of them are 4mm, 32 gauge pen needles from lot 0136697. Each sample was inspected to ensure that using the pen needle was as least harmful as intended. The outer diameters of these needles were measured. All of the needles were measured within acceptable outer diameters for 32 gauge needles. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was preset. Sufficient lubricant was found on all samples. While one needle was bent, this may have occurred outside of regular use. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. Lot#0136697 DHR was reviewed and no qn found. Root cause cannot be determined at this time as the issue is unconfirmed. 7pcs retention samples were checked on IV point, needle puncture, no failure found.

Event description:
It was reported that the relion® pen needle 4mm length was insufficient for the consumer's injection and caused bruising and a "bubble". The following information was provided by the initial reporter: "relion consumer stated, she received wrong box of pen needles and when she tried to return them, the pharmacy would not take them back. Stated, her doctor wrote a prescription for the 6mm, 320617. Stated, when she used the 4mm, it cause "bruising" and a "bubble" that looked a "mosquito bite" was left on the injection site. Did not seek medical."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle 4mm length was insufficient for the consumer's injection and caused bruising and a "bubble". The following information was provided by the initial reporter: "relion consumer stated, she received wrong box of pen neeldes and when she tried to return them, the pharmacy would not take them back. Stated, her doctor wrote a prescription for the 6mm, 320617. Stated, when she used the 4mm, it cause "bruising" and a "bubble" that looked a "mosquito bite" was left on the injection site. Did not seek medical."